Manufacturer narrative:
G4:30mar2021. B4:08apr2021. A philips service engineer (se) was dispatched to the customer site and reviewed the diagnosis codes and observed auxiliary alarm supply failed and cooling fan speed error. The se replaced the power management printed circuit board assembly (pm pcba) to resolve the log findings. The device passed performance verification testing. Pm pcba was replaced for preventative measures and following the replacement, the device passing all verification the device was placed back into service. The removed pm pcba was returned to the failure investigation lab (fi). The fi technician installed the pm pcba into a fi ventilator to duplicate the reported issue. Cycle testing did not replicate reported failure. The backup supply was within specification and no alarms occurred during testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had an auxiliary alarm supply failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.